Event description:
Device malfunction: premature deployment. Time of malfunction: during insertion. Symptoms/ae: none. It was reported that during an interventional procedure in the absolute stent prematurely deployed "during insertion". The stent system was removed and a different absolute was used to perform the procedure. There was no reported adverse pt effect. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: eval of the returned device found the stent partially expanded 1 cm from the distal outer member. The proximal end of the distal outer member (sheath) was separated and prolapsed for the length of 5mm. There was a kink in the shaft distal to the strain relief tubing. There was evidence of acceptable bonding at the distal joint. The handle was in the locked position. Partial stent deployment and prolapsed distal outer member when advanced thru a 6fr introducer sheath has been replicated in the lab. The kink is suspected to be operational context, although it was not verified by the reported incident info. There was no manufacturing issue detected. We were unable to determine a root cause for the prolapsed outer member junction; however, it does not appear to be related to a stent delivery system quality issue. Review of the device history record for this lot did not produce any findings relevant to this investigation.